Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the jacket of the white power cable was confirmed. The heartmate ii system controller (s/n: (B)(4)) was returned for evaluation following a routine heart transplant. A review of the downloaded log file contained data spanning approximately 2 days (day 1385, hour 23, minute 24 ¿ day 1387, hour 14, minute 43 per time stamp). The pump maintained a speed above the low speed limit without issue while the driveline was connected. There were no notable alarms in the log file. During visual examination, it was found that the white power cable jacket was twisted and cut. There was no damage to the underlying wires. This did not affect the system controller¿s ability to operate or support a pump. The system controller underwent functional testing and was able to operate as intended. The root cause of the damage to the white power cable was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate ii instructions for use section 21.0 entitled ¿inspection, cleaning, and maintenance guidelines¿ details how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during evaluation, damage to the jacket of the white power cable was identified.